Manufacturer narrative:
Unexpected reset was not verified. Occlusion issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 98 mg/dl.